Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. A review of the black box history revealed data from (B)(6) 2013 to (B)(6) 2013. The reported complaint was logged in on (B)(6) 2013. There was no black box data to support the reported time frame. There were no alarms noted in the black box related to the reported complaint; however, there was evidence of excessive battery usage observed noted on (B)(6) 2013. The battery compartment was also found to be cracked from the thread area to the case seal. The battery cap was found to be damaged and was unable to secure to the pump due to damaged threads. There was no moisture/ corrosion found to the battery compartment or battery cap. The keypad cover was found to be torn around the up/down arrow keypad buttons and contamination was found under the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. The battery compartment was also found to be cracked from the thread area to the case seal. The battery cap was found to be damaged. The keypad cover was found to be torn around the up/down arrow keypad buttons and contamination was found under the button key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.